Event description:
It was reported that the 9800 system had a monitor problem that was showing dark images and collimator issues. No injury to pt was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.